Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: device is not rupture. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: wear abrasion on the surface of the shell, red particles observed, on the surface of the shell, deformation observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side "implant rupture". Additionally reported, was capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported, right-side "implant rupture". Later, capsular contracture, baker grade iii was reported. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Additionally reported, was capsular contracture, baker grade iii. The device has been explanted.

Event description:
Patient reported, right side "implant rupture". Additionally reported, was capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " implant rupture". Device remains implanted. This relates to the right side